Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflamed, red and angry uterus') and uterine enlargement ('swollen uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), uterine enlargement (seriousness criteria medically significant and intervention required), hypoaesthesia ("numbness"), paraesthesia ("pins and needles arms") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine inflammation, uterine enlargement, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered headache, hypoaesthesia, paraesthesia, uterine enlargement and uterine inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: information received via pfs. Events added: inflamed, red and angry uterus, swollen uterus, and headache. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.